Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, due to a loss of benefit with device use. This report is submitted november 22, 2016. Device not received by manufacturer.

Manufacturer narrative:
This report is filed on march 07, 2017.

Manufacturer narrative:
This report is filed on november 03, 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use due to migration of the electrode array. The implanted device remains.